Manufacturer narrative:
(B)(4). Concomitant medical products: ep-115393, e1 44-36 std hmrl brng, 024880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11254.

Event description:
It was reported that the bearing failed during a total reverse shoulder surgery. The bearing would not sit properly, so the doctor tapped it but did not feel comfortable using it. Another bearing was used instead. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined and dimensional analysis performed. The thickness and width of the ringloc was measured and found to be conforming to specifications. The ringloc is bent and damaged. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.